Event description:
A power cord, an accessory to the device, was broken. The device and power cord were returned for repair, and upon evaluation it was observed that there was an exposed prong in the female connector attached to the power cord. There was no reported pt harm. An investigation was performed and it was determiend that the molded female connector on the power cord had partially separated. The device was reported to be in pt use at the time of the alleged malfunction. No pt harm was reported. Design of the power cord meets applicable safety standards, including ul 817 and iec 60320-1.